Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported a sticky substance on the intraocular lenses following insertion during two implantation procedures. The substance was removed during the procedures. The procedures were completed without patient harm.